Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that during a subtract femur fracture surgery, the compression starter drill encountered extremely hard bone and hit the nail. It was determined that fascia and/or it band was interfering with the jig, causing it to flex, and more dissection was performed. After several attempts and further dissection, the tip of the drill broke. The nail was repositioned and the surgery continued problem free.

Manufacturer narrative:
Patient is a female with a history of taking bisphosphonates, it was reported that in (B)(6) of 2015 she was undergoing a inter tan nail placement due to a femoral fracture and the starter drill bit kept meeting resistance due to the density of the bone and hitting the nail. To achieve ideal placement the surgeon had to increase the dissection until the drill tip eventually broke. The tip was able to be removed from the patient without incident and there was less than 30 min delay reported. They were able to complete the procedure with the same drill. The product was disposed of and not returned for evaluation. There were no further reports of patient harm besides the unplanned larger dissection for exposure. The surgeon blames the failure of the starter drill on the ¿hard bone¿. No clinical documentation provided and it was reported that the rest of the procedure was ¿problem free.¿ no further medical assessment is required at this time. The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.